Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model:sc-2317-70, serial: (B)(4), batch: 5156449. The devices were not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was experiencing increased pain at the lead site. It was noted that the patients ipg had rotated slightly which caused an increased pressure from where the leads attached to the ipg. The patient underwent a revision procedure wherein the leads were replaced and the patient was doing well postoperatively.